Event description:
It was reported that the patient developed uti infection after completion of a procedure. No patient impact was reported at the time of the completion of the procedure. The doctor notified us after he found out that the patient developed uti infection post op. According to the doctor, patient was then given antibiotics, and is doing fine now.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal case (B)(4).